Event description:
During an in clinic follow-up, the patient had complaints of dizziness and presyncope. After the device was interrogated, loss of capture was observed on the right ventricular (rv) lead and left ventricular (lv) lead. The rv and lv leads were explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2021-23089.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing was performed and no indication of conductor fractures or internal shorts. Additionally, the s-curve was measured to be within required performance specification.